Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucoses and low blood glucoses and alleged possible over delivery anomaly with the pump. The customer reported blood glucose value of 70 mg/dl. The customer treated hyperglycemia with insulin pump (subcutaneous insulin infusion) and hypoglycemia with glucose/carb intake. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. Troubleshooting was performed for low blood glucoses and found that the at the time of autocorrection believed that pump settings gives more insulin needed causing for blood glucoses to drop to 70mg/dl and also reported that the customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer stated auto mode/smartguard feature active at time of low blood glucose event. Troubleshooting was performed for high blood glucoses and found that the customer has been using the insulin pump system within 48hrs of reported low blood glucose event and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 01-feb-2025, there is no unexpected alarms/suspends and the bolus delivery that the customer manually programmed not recorded. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, missing display window cover, scratched case and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.